Event description:
Patient reported "capsular contracture baker grade unknown" and "anxiety, panic attacks, my skin burns, tachycardia, brain fog, bone pain, hormone replacement pellet, experiencing hemorrhage, allergies, headaches, hair loss, and an endless number of other things". This record is for the right side. Device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.